Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented due to symptoms related to heart failure. Upon interrogation, the right atrial lead exhibited oversensing of noise causing pacing inhibition, high lead impedance and intermittent capture at high output. The lead was fractured. On (B)(6) 2015, the lead was capped and replaced. The patient was in stable condition post procedure.